Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted product will not be returned as it was kept by the facility. Additional information was received that the reason for the ipg replacement was that the patient wanted a non-rechargeable device and the patient was doing well postoperatively.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The explanted product will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.